Event description:
Facility reported blood leak within 75 minutes of start of treatment. Entire circuit changed (estimated blood loss 150-200cc) pt's hematocrit preincident was 34.5% and postincident was 32.5%. No further pt incident reported. Sample not available for evaluation.